Manufacturer narrative:
H.11 livanova's field representative performed a unit inspection and confirmed the reported issue detecting an electro-mechanical failure of the second patient-side pump. As part of the troubleshooting process, the affected component was replaced. Following completion of the required technical and safety inspections, the unit was returned to the customer¿s facility in full working condition. A review of the device¿s service history was performed and showed no previous occurrences of similar events since the manufacturing date. Based on the investigation findings, the most likely root cause is associated with the environmental conditions in which the pump operates; factors such as elevated temperatures, humidity, condensation, or the action of disinfectants used in cleaning procedures may contribute to progressive wear of the component. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report, during priming, the patient pump 2 of the 3t heater cooler was not circulating. There was no patient involvement.